Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during maintenance. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair on 2024-08-06. The pump control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. However the failure modes "safety-s" can be linked to the following most possible root causes according to the hl 20 risk management file fail of device because of: failure of motor, motor controller or control circuitry, failure of pump control board (pump stop), pump on/off defective, defective tacho, relay or pump belt, due to the age of the device and components (almost 10 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2024-08-09 for the period of 2014-08-22 to 2024-07-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-08-22. Based on the results the reported failure "error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india during a routine check. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. Complaint ID: (B)(4).